Event description:
The generator underwent product analysis and performed according to functional specifications, with the exception of the expected low battery voltage. There were no performance or any other type of adverse conditions found with the pulse generator. The lead underwent product analysis and the reported allegations of a lead fracture were not confirmed. The condition of the returned lead portion is consistent with conditions that typically exist following an explant procedure. No obvious anomalies were noted. The setscrew marks found on the lead connector pin provide evidence that, at one point in time, a good mechanical and electrical connection was present. Continuity checks of the returned lead portion were performed, during the visual analysis, and no discontinuities were identified. Based on the findings, there is no evidence to suggest discontinuities in the returned portion of the device. Note that since a portion of the lead assembly including the electrode array section was not returned for analysis, an evaluation cannot be made on that portion of the lead. No further relevant information has been received to date.

Event description:
It was reported that high lead impedance was confirmed on this patient¿s device, and the device had previously been disabled. The lead and generator were explanted. The physician requested for data analysis of the generator and investigation on the silicone part of the lead. The explanted lead and generator were received into product analysis. Analysis is underway but has not been completed to date. No other relevant information has been received to date.